Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing impedance measurements. Upon review, the presenting electrogram (egm) showed the device was operating as programmed. Shock impedance and pacing threshold measurements have been normal. There have been no actions or interventions planned. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the rv pacing impedance measurements were greater than 2500 ohms. Sensing and threshold measurements were stable and good. A surgical revision was performed and the pace/sense portion of this lead was surgically abandoned and replaced. The defibrillation portion of the lead remains in service. No additional adverse patient effects were reported.